Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with five infusion sets where the infusion set tubing was detached from hub on (B)(6) 2025. The infusion set was in use for two to three hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14168. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008915, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008915 was manufactured according to the work instruction (wi) version 1116 and manufactured in the line l3 on 01-sep-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h03152 was manufactured according to the work instruction (wi) version 11 and manufactured in the machine igtl01, on 29-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.